Manufacturer narrative:
(B)(4). It is indicated that the device is not returning for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the lot history record revealed no non-conformances or exceptions that would have contributed to the reported event. The results of the query of similar incidents in the complaint handling database for this lot did not indicate a manufacturing issue. Based on the information reviewed, there is no evidence to indicate the presence of a product deficiency.

Event description:
It was reported that the 2.0 x 20 mm mini trek dilatation catheter was loaded onto the guide wire and it was noted that there were no markers. The device was removed from the guide wire without difficulty and a second same device was then used without issue. The device was not used in the patient anatomy, there was no adverse patient effect and no clinically significant delay. No additional information was provided.